Manufacturer narrative:
The insulin pump was received with no act button response due to flattened button dome switch. No sticky button or display anomaly noted during testing. Unable to verify for audio beep, vibrator anomaly, unexpected restart or error alarms due to no act button response. Pump was received with scratched lcd window,cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart alarm and keypad anomaly. The blood glucose at the time of the incident was 133 mg/dl. Troubleshooting was performed. The device was returned for analysis.